Event description:
Reporter states the chair was in the sitting room when the smoke alarm went off. The end user's spouse went to investigate and found the chair burning. The seat, frame and battery appeared to be on fire. The fire dept told the owners that it appeared to be the battery harness not the battery that caught fire. The battery had been replaced and was purchased from sunrise medical but through interstate battery and the upholstery has also been changed and was not the original. No injuries were reported.